Manufacturer narrative:
It was reported that the urinary catheter balloon burst approximately 24-26 hours after being inserted. Reportedly, 30 ml of fluid was used to inflate the urinary catheter. After identifying the burst urinary catheter, a new urinary catheter was inserted into the patient. There was no serious injury or adverse impact reported. No sample was available to be returned to the manufacturer for evaluation. A root cause was unable to be determined. Due to the reported need for medical intervention to insert a new urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon burst.